Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Manufacturer narrative:
(B)(4).the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of permanent out of range. The device was also received for evaluation. A follow-up report will be submitted once the evaluation is complete. A CAPA has been initiated for this issue.